Event description:
The customer stated that one (1) of the ultratine (cfd-23202 lot # 360045) broke upon insertion. They were able to use a replacement (cfd-23202 lot # 348147) to successfully complete the surgery. Due to the initial implant breaking this caused a one (1) hour delay

Manufacturer narrative:
A review of the device history record associated with cfd-23202 lot # 360045 did not identify any anomalies within the manufacturing process which would contribute to this type of failure. This device was manufactured on 05-13-2021, placed into finished goods on 06-21-2021 with an original ship date of 06-21-2021 to the customer. Microaire received the complaint product on 01-21-2022 and within the complaint incident report (cir) the customer indicated that the surgery was delayed/extended by 1 hour. Visual evaluation of the product identified a break at the platform/post interface. The compression flanges are still intact on the post which confirms that the device broke prior to full insertion within the surgical site. Excessive loading/flexure on the platform can create a bending moment that results in fractures/breakage in the platform of the device. This can be a result of interaction with tissue or other surfaces.

Manufacturer narrative:
A review of the device history record associated with cfd-23202 lot # 360045 did not identify any anomalies within the manufacturing process which would contribute to this type of failure. This device was manufactured on 05-13-2021, placed into finished goods on 06-21-2021 with an original ship date of 06-21-2021 to the customer. Microaire received the complaint product on 01-21-2022 and within the complaint incident report (cir) the customer indicated that the surgery was delayed/extended by 1 hour. Visual evaluation of the product identified a break at the platform/post interface. The compression flanges are still intact on the post which confirms that the device broke prior to full insertion within the surgical site. Excessive loading/flexure on the platform can create a bending moment that results in fractures/breakage in the platform of the device. This can be a result of interaction with tissue or other surfaces.

Event description:
The customer stated that one (1) of the ultratine (cfd-23202 lot # 360045) broke upon insertion. They were able to use a replacement (cfd-23202 lot # 348147) to successfully complete the surgery. Due to the initial implant breaking this caused a one (1) hour delay